Event description:
On 4/3/2001, the user facilities director of materials management informed the manufacturer's rep of the following: on the event date, oncology attempted flushing the device, discomfort and swelling observed. Pt referred to surgeon for explant of the device, at that time catheter fracture was confirmed.